Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from her insulin pump. The customer's blood glucose reading was 458 mg/dl. The customer stated that every time she plugs her transmitter into the charger, the charger blinks red. The customer stated that she has not been on the sensor for a while, and will get back on them. The customer was advised that the transmitter charger indicates that the transmitter battery is low and it may take up to 8 hours for it to fully charge. The customer was advised that if it did not finish charging in that time, it could indicate a transmitter issue and to call to troubleshoot.